Manufacturer narrative:
This report was submitted in error. It is a duplicate report of 3004106598-2015-00003 which was submitted on january 6, 2016.

Event description:
The report indicated that a patient suffered skin blisters on the flanks.